Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a root canal done and they were experiencing pain from the "front to the back" where the implantable neurostimulator (ins) was located. They stated it felt like a knife. No further complications were reported/anticipated.